Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) failed. Found during testing, there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 11/12/2024 h3 and h6. Codes: updated. Received one device. Customer complaint of downstream occlusion sensor (dso) failed confirmed through performance verification testing, upon taking the unit apart found dso sensor is unplugged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.